Event description:
The account reported on behalf of a customer of theirs that the customer's pump in style transformer had come apart exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer (B)(4) 2012, she indicated that their customer returned the damaged product to them for a replacement. The account asked their customer if there were any injuries sustained and their customer stated that there were not. The account reported that the transformer housing was broken exposing underlying electronics. A product evaluation revealed that the transformer housing was broken, exposing underlying electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.